Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that on 20-apr-2022, bd received the data set from ipsos for the information collected for pmcf surveys. A verification of the data was completed, and allegations not previously reported by ipsos were found in the data set. The allegation not reported was related to urethral sphincter dysfunction and accidental removal. It is unknown what medical intervention is provided.

Event description:
It was reported that on 20-apr-2022, bd received the data set from ipsos for the information collected for pmcf surveys. A verification of the data was completed, and allegations not previously reported by ipsos were found in the data set. The allegation not reported was related to urethral sphincter dysfunction and accidental removal. It is unknown what medical intervention is provided.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could not be chosen due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." The device was not returned.